Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead received appropriate shock therapy for ventricular tachycardia (vt) and the rhythm was successfully converted. Additionally the device displayed an error code indicating a high energy shock was delivered into a shorted lead condition. The local area rep reported when the patient was seen in the clinic they were able to reproduce noise measurements and received a shock impedance greater than 125 ohms. Boston scientific technical services (ts) advised both the patient's device and lead be replaced. During the extraction procedure the physician attempted utilizing laser extraction however the attempt was unsuccessful and instead performed a femoral extraction. During the extraction procedure the implantable defibrillation lead came apart and the distal coil was left in the right ventricle. The physician successfully implanted a new system and no adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the returned lead segment was performed. Only the proximal lead segment was returned severed 261 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly noted a cut in the insulation 257 mm from the terminal pin as well as a cut in the suture sleeve. Laboratory testing was unable to confirm the reported clinical observations.